Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being placed to treat a 2-3 cm stricture due to pancreatic cancer. During the procedure, the stent was placed at the ascending portion of duodenum; however, during catheter removal, the inner catheter caught the stent and the catheter could not be removed. The physician made several attempts to remove the catheter and during these attempts the stent became damaged (kinked). The physician removed the delivery system and then removed the stent with forceps through the endoscope. Another device was unavailable, therefore, the procedure could not be completed. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being placed to treat a 2-3 cm stricture due to pancreatic cancer. During the procedure, the stent was placed at the ascending portion of duodenum; however, during catheter removal, the inner catheter caught the stent and the catheter could not be removed. The physician made several attempts to remove the catheter and during these attempts the stent became damaged (kinked). The physician removed the delivery system and then removed the stent with forceps through the endoscope. Another device was unavailable, therefore, the procedure could not be completed. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
The exact patient age was not provided, the patient was reported to be in his seventies. The reported issue of stent kinked. The reported issue of difficulty removing catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the device. The stent was not returned for analysis. The outer sheath was closed to the tip and no issues were noted with the profile of the tip or device that would have contributed to the complaint reported. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.